Manufacturer narrative:
(B)(4). The pump has been returned and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The customer's biomedical technician reported on 01 december 2009, a colleague infusion pump with failure code 810:11 on (B)(6) 2009 in the patient's room. The reported condition was identified during patient therapy in the medical surgical care area. The pump was programmed in "med search" mode. The pump was swapped out. Patient therapy was interrupted for an unspecified amount of time. There is no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.